Manufacturer narrative:
(B)(4). Previously, the updated information was reported to have been provided 07 jan 2016. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the previously reported peritonitis was unknown (previously, the cause was not reported). The previously reported peritonitis was coincident with automated peritoneal dialysis therapy. The previously reported peritonitis was manifested by cloudy effluent. Beginning three days prior to the initial receipt of the report, the patient was treated with intraperitoneal gentamycin 40 milligrams for two weeks (frequency not reported) for the previously reported peritonitis event. The patient was recovering from the previously reported peritonitis event (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. It was not reported if peritoneal dialysis therapy was ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis. No additional information is available.